Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing presented as ventricular fibrillation episodes. The device started to charge and delivered anti-tachycardia pacing but the episodes ended before a shock was delivered. Programming changes were made. The patient was stable.